Event description:
It was reported that a balloon ruptured occurred. The 75% stenosed target lesion was located in a moderately tortuous vessel. A 5.00mm/2.0cm/90cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.